Manufacturer narrative:
Additional medical suspect devices involved: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2352-50, serial: n/I, batch: n/I.

Event description:
A report was received that a patient underwent a lead explant procedure due to inadequate stimulation. The patient was implanted with two new leads.